Event description:
End user alleges while occupying the motorized wheelchair while being transported on a bus, the bus driver made a sharp turn allegedly causing the end user and motorized wheelchair to be thrown to the other side of the bus. Allegedly, as a result of the incident, the end user suffered injuries for which was she admitted to the hospital approximately two weeks later.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected, end user reports occupying the equipment during a motor vehicle transport. The owner's manual warns, "do not occupy your hoveround teknique while it is being transported within a vehicle".